Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guiding catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the atrial septal defect (asd) requiring intervention. It was reported that the mitraclip delivery system (cds) was inserted through the steerable guide catheter (sgc) into the left atrium, but the transseptal puncture was too low to steer to the valve. The mitral regurgitation (mr) remained grade 4. The cds and sgc were removed from the patient with zero clips deployed. A septal occluder was required to treat the iatrogenic asd. There were no device issues with the cds nor the sgc. A second clip procedure to treat the mr is anticipated in a few months to allow the asd to heal. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial septal defect is likely a result of procedural conditions, as the steerable guiding catheter (sgc) is advanced through the septum via the transseptal puncture in order to access the left atrium and there is no indication of a product quality issue with respect to manufacture, design or labeling.